Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the day of the event the patient felt weak and was vomiting. The sensor showed 160 mg/dl. The patient did not have a glucometer at home. Her husband called an ambulance which transported her to the emergency room. A blood draw showed the serum bg was 512 mg/dl and the cgm value showed high. She was treated with insulin and IV fluids and transferred to the intensive care unit (ICU) for diabetes management, treatment of dehydration and to stabilize her renal function. During the hospital stay bg finger stick values by staff showed the sensor was inaccurate by 50 to 75 mg/dl. After two days she was discharged home in stable condition, and the sensor was replaced. The patient attributed the hospital admission to the sensor inaccuracy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. It has been reported that there was a difference in readings by 50 to 75 mg/dl. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.